Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor is off about 80 points. The customer's blood glucose is 189mg/dl and the pump reading 266 mg/dl. At 4:30am it showed that she was 313mg/dl and nothing showed she was high and she checked her blood glucose and it was at 500 mg/dl. The customer calibrates about 3 times a day. Troubleshooting was performed. The customer was sleeping at the time of the event. The customer is currently ill so the high blood glucose may be because of her fever and illness. Currently her blood glucose is under control. Nothing will return.